Event description:
The article clinical and neurocognitive outcomes after transcatheter aortic valve implantation (tavi) with cerebral protection: initial experience with a novel dual-filter device in southeast asiawas reviewed. This research article is a retrospective single center experience that aims to assess the feasibility, safety, and clinical and neurocognitive outcomes of tavi with cerebral protection in asian patients. Self-expanding evolut r/pro or portico, or the balloon-expandable sapien 3 valves were associated devices in the study. The article concluded that the use of sentinel cps was safe, with a high rate of successful deployment and required approximately eight minutes of additional procedure time. There was no 30-day stroke or death, and overall cognition was preserved. Larger studies will be required to further evaluate the role of the sentinel cps during tavi in asian patients. [The primary and correspondence author paul toon lim chiam, md, the heart and vascular centre, 3 mount elizabeth #08-06 mount elizabeth medical centre, singapore 228510, with email address of paulchiam@heartvascularcentre.com] a total of 40 patients underwent surgical transcatheter aortic valve (tav) during an unknown timeframe. Only one portico is involved in this article. The mean age was 69 years old, with the majority being male. Comorbidities included diabetes, chronic kidney disease, hypertension, dyslipidemia, atrial fibrillation, aortic regurgitation, smoker, previous coronary artery bypass graft, cerebrovascular accident.

Manufacturer narrative:
Literature attachment: clinical and neurocognitive outcomes after transcatheter aortic valve implantation (tavi). It was reported that 40 patients underwent surgical transcatheter aortic valve (tav) during an unknown timeframe. One portico is involved in this article. Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities, diabetes, chronic kidney disease, hypertension, dyslipidemia, atrial fibrillation, aortic regurgitation, smoker, previous coronary artery bypass graft, cerebrovascular accident. Some of the complications reported were major vascular complications, major bleeding, permanent pacemaker, and heart failure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.